Event description:
The digital stryker prophecy team received a CT scan indicating that the patient has multiple fractures in the tibia and may require a revision surgery due to subsidence of the tibial component and the implant tilting into varus, causing significant pain.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction - h6 (device code) the reported event could be confirmed, since the loosening and migration of the tibial component can be confirmed with the provided CT scan. There is also some protrusion in the tibial cortex which led to bone formation at the tip of the tibial stem. It could be assessed as some periprosthetic fracture or at least bone damage as well. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Upon further investigation of the CT scans, healthcare professionals opined that- the loosening and migration of the tibial component can be confirmed with the provided CT scan. There is also some protrusion in the tibial cortex which led to bone formation at the tip of the tibial stem. It could be assessed as some periprosthetic fracture or at least bone damage as well. The talar component looks pretty unsuspicious although, some radiolucence is present. The underlying cause of the failure is not clear, there might be poor bone substance present and therefore a patient related factor. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Based on investigation, the issue occurred most probably due to patient related factors i.e. Poor bone substances. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient has multiple fractures in the tibia and may require a revision surgery due to subsidence of the tibial component and the implant tilting into varus, causing significant pain.